Event description:
It was reported that a patient underwent a skin cancer excision procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle broke at 1/3 away from the tip of the needle when sewing the skin during the surgery of excision of skin tumor. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure?----yes was there any additional tissue damage as a result of searching for the needle piece?-----no injury reported what is current condition of the patient?--no patient consequence what was the size of the needle used?----unk to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ug/m